Event description:
It was reported while using bd vacutainer® ultratouch¿ push button blood collection set that one (1) device had air bubbles in the tubing. There was no health impact or consequence reported.

Manufacturer narrative:
Investigation summary: the following fields have been updated with additional information: d10. Device available for eval- yes. D10. Returned to manufacturer on: 07-feb-2025. H3. Device eval by manufacturer- yes. Bd received seven photos and one sample for investigation. The analysis of the photos and the sample revealed air bubbles in the tubing and a cracked luer. Additionally, ten retained samples were used for functional tests, where each drew six tubes of water. All tubes filled as expected, with no air bubbles or cracked luers observed during the tests. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure modes: air bubbles and crack product. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Manufacturer narrative:
D2b. Medical device type: there were multiple medical device types reported to be involved. The information for the additional device type is as follows: fpa. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd vacutainer® ultratouch¿ push button blood collection set that one (1) device had air bubbles in the tubing. There was no health impact or consequence reported.